Event description:
This male patient, with a 4 yr history of contact lens wear developed a pseudomonas aeruginosa corneal ulcer while in another country. He was admitted to the hopitaux in 2007, where the organism was cultured and he was treated. Upon his return to the united states, he was seen by me initially the following month. The corneal ulcer had epithelialized and a shallow ulcer with opacification was noted measuring 2.6mm by 2.2mm just inferior to the visual axis. The "amo complete moistureplus" contact lens bottle was cultured and grew out 3+ pseudomonas aeruginosa and 4+ serratia marcescens. I wanted to notify advanced medical optics and the FDA's medwatch program of this adverse reaction.